Manufacturer narrative:
(B)(4).

Event description:
The battery depleted and reached eos after one month of implant. The impedance measurement for electrodes 0 and 1 was 38 ohms. The device was replaced. The pt recovered without sequela.